Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Product not returned.

Event description:
It was alleged by the user facility to the assistant sales representative that there had been "leg issues." The assistant sales representative requested further information and patient files. The user facility reported that navigation reading showed that the leg was lengthened 16mm. The user facility reported that it completed the case without using navigation as it was skeptical of the reading. It was alleged that a post-operative x-ray showed the leg was neutral, not supporting the 16mm reading from the navigation device. The user facility reported that there were no surgical delays or medical intervention needed.

Event description:
It was alleged by the user facility to the assistant sales representative that there had been "leg issues." The assistant sales representative requested further information and patient files. The user facility reported that navigation reading showed that the leg was lengthened 16mm. The user facility reported that it completed the case without using navigation as it was skeptical of the reading. It was alleged that a post-operative x-ray showed the leg was neutral, not supporting the 16mm reading from the navigation device. The user facility reported that there were no surgical delays or medical intervention needed.